Event description:
It was reported that the patient had a revision for a lead that was implanted in 2009. She had a sub quad lead that broke free from the implantable neurostimulator (ins). The doctor took out the leads and put in a 16 electrode paddle in the spinal cord with sub q leads. The patient believed that was in (B)(6) 2010. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).